Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. Customer stated that the motor slowed down and the numbers on the insulin pump began to ramp up. The drive support cap was noted to be normal. Customer's blood glucose reading support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 171 mg/dl. No further info reported.